Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via telephone call that the customer was hospitalized with diabetic ketoacidosis and a blood glucose reading of 545 mg/dl. The customer was wearing the insulin pump at the time of the event. The nurse stated that the customer would call for troubleshooting once she woke up.